Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of dilaudid for non-malignant pain. The pt underwent explantation of the device in 2001 due to "normal battery depletion". The device was returned to the manufacutrer for analysis. The pt underwent implantation of another synchromed pump the same day and resumed intrathecal dilaudid.